Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus europa se & co. Kg (oekg) oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the instrument channel of the subject device. After the microbiological testing, oekg evaluated the subject device and confirmed there were signs of humidity with the body control unit. The insertion tube was repaired by the third party, also it was damaged. The light guide was corroded. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time: (B)(6), 2019]: -presence of candida parapsilosis group. [Second time: (B)(6), 2019] :-presence of acinetobacter baumannii complex / haemolyticus. [Third time: (B)(6), 2019]: -presence of candida parapsilosis group. The user facility did not provide other detailed information such as the number of microbes. The device had been reprocessed with an olympus automated endoscope reprocessor model mini etd2 (not available in the USA), using peracetic acid. There was no report of infection associated with this report.